Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: which firing did this occur on? First. Did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? Normal cystic duct. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? No. What were the patient¿s pre-existing conditions? Cholecystitis. Does the patient have any relevant history of surgical treatments? If so, what? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. How was the procedure completed? With another clip applier. No further problems encountered.

Manufacturer narrative:
(B)(4). Added additional information: jaws. The analysis results for the er320 device found that it was returned with the shaft bent. In addition, the jaws were found to be yielded and misaligned. In an attempt to replicate the reported incident, the instrument was functionally tested; upon cycling, one scissored clip was formed. No further testing could be performed due to the condition of the device. Possible causes for the damage on the shaft may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. Possible causes for the condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the limbs of the clip crossed over itself on first firing on an apparently normal cystic duct. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.